Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed high sensitivity hs system check which failed. He removed the wash wheel and cleaned it. He also aligned the mixer spinner and replaced the aspirate probes and peri-pump tubing. Then the fse verified the system performance with hs system check that passed. The system is working within specifications. Replacement, cleaning or alignment of multiple parts resolved the issue. Although a hardware issue will be implicated as the cause for this event, it is unknown which part caused the issue and the parts were unable to be tested. No specific failure mode could be identified. There is evidence to reasonably suggest that a hardware malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020 the customer reported obtaining erratic and false low troponin I (access high sensitivity troponin I) results for one patient involving the laboratory's dxi 800 access immassy w/spot b (serial number (B)(4)). The initial hstni patient result was 17.2 ng/l (12:29 pm) and the repeated results were higher: 29.9 ng/l (12:30 pm), 21.4 ng/l (01:13 pm), 24.3 ng/l (02:19 pm) and 27.2 ng/l (02:30 pm). The result of 24.3 ng/l was reported out of the laboratory. The customer reference ranges are 10 ng/l (female) and 20 ng/l (male). No affect to patients or end-users has been reported in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse performed replacement, cleaning or alignment of multiple parts to resolve the issue. Although a hardware issue will be implicated as the cause for this event, it is unknown which part caused the issue and the parts were unable to be tested. No specific failure mode could be identified. Sample tube collection type was a bd vacutainer tube. The customer reported that the sample was centrifuged for 10 minutes at 3400 rpm. There was no report of sample integrity issues. No further sample information was provided.